Event description:
As reported for this event by the customer, there was no image transfer to the monitor. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the image was not available for the device. This is attributed to the electrical connector (el-connector) electrical contacts been damaged due to moisture invasion. When tested with a known working el-connector, the image was available. Other observations for the device are: defective thread connector in the distal end part of insertion tube; bending tube has angulation; light guide (lg) cover lens has foreign material and cover glass is detached; probe unit has dents; scope ID unit has discolored connector; and el connector unit is deformed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 01-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the electrical contact inside the el connector was damaged by moisture, but the cause of the event could not be determined because the event was not reproducible. It is also likely that wear and tear cause temporary damage to occur due to increased usage over time. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported the event occurred during preparation for use. The procedure was completed using an ultrasound probe to complete the procedure